Event description:
It was reported via repair work order that the cot had the legs drop with a patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by providing in-service training to educate the user on proper operating procedures of the unit.

Event description:
It was reported via repair work order that the cot had the legs drop with a patient. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.